Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of device is shutting off, humidifier not working and not reaching the pressure. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the manufacturer's product investigation laboratory for investigation. The manufacturer inspected during the investigation, product investigation laboratory observed a dust-like contaminant on the water tank lid, water tank seal, water tank, ui display bezel, top enclosure, center enclosure, iso port, pca, inlet/outlet seal, inside the inlet of the blower box, on the blower, blower seal, blower box, heater plate, heater plate spring, and bottom enclosure. What appeared to be dried liquid spots with potential mineral deposits were observed on the water tank lid, water tank seal, water tank, iso port, blower, and heater plate. Hair-like particles were observed on the water tank lid, water tank, and bottom enclosure. The brass nut on the blower and the blower screws were observed to have corrosion to them, likely due to liquid ingress to the blower. Product investigation laboratory was able to confirm the device powers on, provides airflow, a known good, heated tube heats, and the heater plate heats. During confirmation of therapy, product investigation laboratory observed the pressure running high and a rubber-like burning odor is detected. When the device is powered down, the blower has a squealing-like noise coming from it. Review of the error logs shows the device has 3475.7 blower hours and 3469.3 therapy hours. There was a total of 17 errors logged. Product investigation laboratory was able to determine an issue with the device causing the high pressure, and the reboot errors likely caused an intermittent service required message. Product investigation laboratory cannot address any symptoms specified.